Event description:
Had dupuy pinnacle hip replacement (B)(6) 2008 at (B)(6) years of age due to osteoarthritis. I had 5 or so follow up visits with surgeon. First two years had some instability, popping, pain - assured by surgeon nothing wrong with implant - it was more due to my flexibility and activity level. Asked surgeon about possible side effects of metal on metal hip after seeing articles in 2010. Assured by surgeon that was not my hip manufacture and I had nothing to worry about and no need for any additional tests. When visiting different surgeon with my husband, I found out that I should be having metal levels tested. Both my chromium and cobalt levels were extremely high. Advised by three different ortho surgeons that due to high levels I should have hip replaced. On routine eye exam, ophthalmologist noted decrease in my retina function which he believed could be related to cobalt toxicity and he advised me as well to have hip replaced. On (B)(6) 2016 had hip revision done at (B)(6). My surgeon, (B)(6), found metallosis damage when doing revision. Also, pelvis bone thinning which prevented him from replacing cup, (just replaced liner) as was afraid not enough bone mass for new cup.